Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the keypad buttons were intermittently responsive to button presses. The reporter confirmed that the keypad was intact, there was no trauma to the pump, and the pump was not exposed to water. The patient reportedly wore the pump in a pump skin on the outside of clothing and did not clean the pump.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored; the issue should be obvious and detectable to the user and should alert the user to discontinue use of the device.